Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch 2032227-2016-24071.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The blood glucose reading was 415 mg/dl. He reported that he had tried different cannula lengths, avoided scar tissue when inserting, and that the insulin was not expired or denatured and that the tubing was not bent or kinked. He did report past issues with bent cannulas. The insulin pump failed the high pressure test. The reservoir was not returned for analysis.